Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient was to see the doctor after the first of the year to see why it wasn¿t working. The patient reported that for now she was taking vesicare.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thought the system wasn¿t working as well. The patient reported experiencing a loss of therapeutic effect. The patient also reported that she never felt stimulation in the target area since being implanted, but therapy used to be effective. The patient reported that they don¿t usually feel stimulation, but when she does, it was going down her left leg and in her left butt cheek. The patient reported that her left leg had been hurting since she increased stimulation from 3.0v to 3.2v. The patient also reported that they temporarily felt a jolt or electrical surge at the ins sire during troubleshooting. It was confirmed that the therapy was on. The patient reported that she slipped on the stairs and caught herself and it could be related to the issue. The patient reported that the issue was related to positional movements; patient sometimes felt stimulation down her legs while walking around. The patient reported that her healthcare professional had told her to try and change programs. During the call, the patient changed from program 1 to program 2 and increased from 2.2v to 2.8v. The patient reported that they then felt a jolt or surge at the ins site down her leg that made her leg felt like it would ¿go out.¿ it was noted that these were temporary and subsided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.